Event description:
An adc customer reported receiving an error 4 message on their fs freedom lite meter while attempting to insert the test strip. The customer was unable to test and as a result experienced hypoglycemic symptoms (none specified). Paramedics were called and they were treated with a glucose injection (exact medication unknown). Customer was treated on scene and not transported to a health care facility. No diagnosis was reported. No additional information available. There was no report of death or permanent impairment associated with this case.

Event description:
Customer with a severe latex allergy, reported she developed hives that started under the straps, spread to her ears, and then spread all over her body. Reportedly she did not have shortness of breath, treated with zertac, and the hives were gone this morning although her face is still a little red.

Manufacturer narrative:
Customer's product has been requested back for investigation, and a supplemental report will be submitted once investigation results have been received.

Manufacturer narrative:
The "date received by manufacturer" on follow-up #1 report should have reflected the date of (B)(4) 2010. As per the arrangements discussed with the office of (B)(4) at FDA, this MDR is being submitted for correction as explained to the agency in a (B)(4)-2011 letter addressed to (B)(4).

Manufacturer narrative:
As the customers device and reported test strip lot have not yet been received for investigation, retain testing of strip lot 0977211 was requested. No errors or failures were noted and all tests performed were within range specification prior to final inspection and shipment of product. This is a final report.